Event description:
It was reported that the tip of the angle awl broke off. The broken part was retrieved and returned. The operation was finished without any problems. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the tip of the awl was broken. The accurate cause of the damage could not be determined. According to the examination we think that the tip broke because of excessive mechanical pressure. There was no production error.